Event description:
It was reported that patient experienced a loss of therapeutic effect starting three days ago following a fall in which she broke her shoulder. Patient stated she falls a lot. Additional information requested.